Event description:
The customer reported that during a bilateral salpingo-oophorectomy, 4 activations were made and then the instrument jaws could not be re-opened while on tissue. The device jaws were removed from the tissue by resecting the tissue area adjacent to the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the covidien sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.